Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the aborted procedure. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the physician was able to deliver a water vapor therapy treatment in the middle lobe. However, a second treatment could not be delivered because the generator exhibited error code 290: high temperature (idling). The generator was restarted but this did not resolve the issue. Therefore, the procedure was finished. The procedure was completed under local anesthesia. There were no patient complications. The physician believes that the therapy delivered during the procedure was satisfactory. The patient visited the physician 7 days post the initial procedure and confirmed that result was successful. Further treatment was not needed.

Event description:
It was reported that the physician was able to deliver a water vapor therapy treatment in the middle lobe. However, a second treatment could not be delivered because the generator exhibited error code 290: high temperature (idling). The generator was restarted but this did not resolve the issue. Therefore, the procedure was finished. The physician believes that the therapy delivered during the procedure was satisfactory. The patient visited the physician the next monday and the result was successful. Further treatment was not needed. The procedure was completed under local anesthesia. There were no patient complications.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the physician was able to deliver a water vapor therapy treatment in the middle lobe. However, a second treatment could not be delivered because the generator exhibited error code 290: high temperature (idling). The generator was restarted but this did not resolve the issue. Therefore, the procedure was finished and the patient was rescheduled for next week. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.